Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional graftmaster device is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a perforation in the distal left anterior descending (lad) artery with heavy calcification. The 3.5x19mm graftmaster covered stent failed to cross due to the anatomy. It was noted that the stent struts were damaged [flared] with graft material upon removal and the stent was expired. A guideliner was inserted to help and another 3.5x19mm graftmaster covered stent was attempted to be used but failed to cross due to the anatomy as well. There were no other issues noted. A third 2.8x19mm graftmaster covered stent was used that sealed the perforation. There was no adverse patient effect and there was no clinically delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.